Event description:
Additional information was received from a manufacturer's representative (rep). The rep became aware the same day as the surgery. The rep had no further information.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter.

Event description:
Information was received from a healthcare provider and a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was chronic low back pain. The patient had a catheter revision. Per the healthcare provider the catheter revision was because the catheter was not working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a manufacturer representative reported the hcp was considering a second revision of the pump and catheter. The patient's information was confirmed. The hcp noted that they replaced the patient's catheter again as well as the pump on monday ((B)(6) 2018). It was noted the hcp was having bad luck with the patient as it was their third pump segment catheter. It was noted that the catheter keeps eroding in the pocket where it rubs on the pump. It was noted they also could not aspirate cerebrospinal fluid (csf) from spine segment cut in the back, although dye was intraspinal, but did not look like it had good intrathecal spread, so the entire catheter was replaced. The hcp stated there was good csf flow when initially placed, so the hcp was wondering if their excessive scarring was also occurring intrathecally. A new catheter was placed with great csf flow, so only would time would tell the cause. No further complications were reported/anticipated.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.